Manufacturer narrative:
The returned device was evaluated and the device was returned with the cannula deployed and the needle failed to retract. Pcoa-1350 implemented an enhancement to vision system to catch formed needle kink. After investigation of the needle mechanism, no issues were found that would result in a failure to deploy the cannula. An 0x68 alarm was returned in the data, which confirms the hazard alarm code. The formed needle was bent in the external soft cannula, but no damage was found to the external soft cannula. Fluid was able to flow through the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours the needle had not retracted upon initial activation. In addition once the pod was removed from the infusion site (abdomen) the cannula was found to have not deployed. As treatment, the patient applied a new pod.